Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the event may have occurred due to damage to the image sensor unit or the internal circuit board of the connector. The investigation revealed scratches on the bending section cover, chips in the glue of the bending section cover, and scratches and cracks in the connector. It was suggested that external stress may have been applied to the insertion section or connector, leading to damage of the electronic components. Additionally, during the device inspection, no image was observed during the angulation operation, further indicating potential damage to the internal components. While the device malfunction was confirmed during the evaluation, the exact root cause of the reported issue could not be definitively determined. The event can be detected/prevented by following the instructions for use in: the operations manual for ltf-s190-5 "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflective videoscope gave error e216. It is unknown as to when the issue occurred. There were no reports of patient harm.